Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use of the xience xpedition stent, during removal of the protective sheath, force was inadvertently applied. The stent subsequently dislodged. The device was not used on the patient. Another of the same size xience xpedition stent was used to complete the procedure. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally.